Event description:
Customer stated "their switch had caught on fire". Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. This pad was manufactured in 2002. The product was approx. 14 years and 9 months old when the incident occurred. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.